Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of unspecified access set leaked. The leaks occurred just under the drip chamber where the tubing connects to the chamber. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: component codes: replace g04054 with g04026 additional information was added to h6 and h10. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.